Manufacturer narrative:
Device has to reset time/date and received unexpected restart error alarm after changing battery due to voltage leak on interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had unexpected restart. Blood glucose at the time of incident was 6.9 mmol/l. It was reported the time and date always resets then rewinds again the insulin pump. It was reported that they received another unexpected restart alarm after a battery change. The insulin pump will be returned for analysis.